Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link connector was found with a depressed pressure cap. The reporter stated that there was backflow noticed after infusion was initiated. There was no patient injury or medical intervention associated with this event. No additional information is available.